Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Suffers from profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury]. Case description: an attorney reported that their female client, now (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use since receiving dentures in 2003 through (B)(6) 2010, and reported the following: suffers from profound and permanent neurological injuries and severe and permanent physical injuries that left her unable to perform normal, customary and daily activities. Their client has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer since 2003. No further information was provided.